Event description:
During a davinci assisted surgical procedure, a spark was emitted from the unipolar bi-frequncy cord which subsequently severed in to two pieces. No patient harm. FDA safety report ID # (B)(4).